Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and the device alarmed motor error during rewind as a result of the motor encoder signal being out of phase.

Event description:
It was reported that the insulin pump alarmed motor error. No further information was provided.